Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record for strattice lot: sp100576 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 15/feb/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event on 29/jan/2024. As per the ppf form, the patient underwent a ¿ventral¿ hernia surgery and was implanted with strattice device on (B)(6) 2018. The patient underwent an ¿I & d, abdominal wound washout¿ on (B)(6) 2018. The patient next underwent an ¿open repair of recurrent incisional hernia with explantation of mesh, extensive lysis of adhesions lasting longer than one hour, abdominal panniculectomy and excision of unstable scar, omentectomy, retro rectus placement of mesh with abdominal wall component separation and transversus abdominis release¿ and ¿vertical abdominal panniculectomy, repair of recurrent incarcerated ventral hernia with mesh, pedicle intraabdominal omental flap, bilateral transversus abdominis muscle release¿ on (B)(6) 2019. The patient subsequently underwent an ¿aspiration guided ultrasound¿ on (B)(6) 2019. The patient then underwent an ¿I & d of postoperative fluid collection, excision of skin and subcutaneous tissue for an area measuring 7 x 32, complex closure of acquired skin and soft tissue for a length measuring approximately 35 cm¿ on (B)(6) 2019. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, scarring, disfigurement, and economic and non-economic losses.¿ patient ¿has been hospitalized and undergone multiple surgical procedures.¿ patient ¿has suffered from wound infections, abscesses, and seroma.¿ patient ¿wore an uncomfortable abdominal binder.¿ ¿a home healthcare nurse changed her wound dressings.¿ patient¿s child ¿regularly packed and repacked [their] wound dressings.¿ patient ¿was dependent on others to help with daily tasks [they have] difficulty completing [themselves].¿ patient had lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty walking long distances.¿ patient ¿is fearful that [they] will suffer another hernia in the future.¿ ¿these injuries contribute to [patient¿s] depression and anxiety.¿ the form lists the conditions that were treated were ¿recurrent ventral hernia; removal of existing mesh; repair incisional hernia with strattice mesh, muscle flap, myocutaneous flap¿ with approximate dates of treatment between on (B)(6) 2018. The patient also underwent treatment for ¿postoperative wound infection with green malodorous drainage, causing severe pain - I &d, wound vac¿ with approximate dates of treatment between on (B)(6) 2018. The patient subsequently underwent treatment for ¿new bulge under incision; recurrent hernia towards right side of incision; slight increase in drainage from abdominal wound¿ on (B)(6) 2018. The patient underwent a ¿re-evaluation of abdominal wound; midline incision with red granulation tissue; large recurrent hernia to the right of the midline incision which is reducible; abdominal wound drainage¿ on (B)(6) 2018. The patient had a ¿consult for evaluation of large recurrent ventral hernia and pannus¿ on or about on (B)(6) 2018. The patient underwent treatment for ¿large protruding hernia on right side with tenderness; large overhanging pannus; worsening abdominal pain and nausea¿ on (B)(6) 2019. The patient received an ¿open repair of recurrent incisional hernia with explantation of mesh, extensive lysis of adhesions lasting longer than one-hour, abdominal panniculectomy and excision of unstable scar, omentectomy, retro rectus placement of mesh with abdominal wall component separation and transversus abdominis release¿ with approximate dates of treatment between on (B)(6) 2019. The patient next underwent treatment for ¿lump in hernia repair surgical site, abdominal pain, abdominal distention, and mass - large seroma/hematoma in the midline; aspiration¿ with approximate dates of treatment between on (B)(6) 2019. The patient underwent a ¿percutaneous drain placement and fluid collection¿ on or about on (B)(6) 2019 and had ¿drain pulled¿ on or about on (B)(6) 2019. The patient also underwent an ¿incision and drainage of postoperative abdominal fluid collection; excision of skin and subcutaneous tissue for an area measuring 7 x 32; complex closure of acquired skin and soft tissue for length measuring approx. 35 cm; prevena vac placement¿ with approximate dates of treatment between on (B)(6) 2019. The patient had ¿drain pulled out¿ on or about on (B)(6) 2019. The patient received treatment for ¿hernia symptoms¿ between 2017 and 2019. The patient received treatment for ¿anxiety and depression¿ between 2017 and 2023. The patient received treatment for ¿anxiety and depression; bipolar¿ between 2023 to present. The ppf form also indicates the patient was implanted with a non-abbvie device, " bard ventralex st hernia patch¿ on (B)(6) 2017. The form indicates that this device was removed on (B)(6) 2017 during ¿open ventral hernia repair.¿ the ppf form indicates the patient was implanted with another non-abbvie device, ¿bard ventrio st mesh¿ on (B)(6) 2017. The form indicates that this device was removed on (B)(6) 2018 during ¿abdominal wound exploration¿ and ¿primary closure of fascia.¿ the ppf form indicates the patient was implanted with a third non-abbvie device, ¿bard phasix mesh,¿ on (B)(6) 2019. The form indicates that this device was revised during ¿I &d of postoperative abdominal fluid collection, excision of skin and subcutaneous tissue for an area measuring 7 x 32, complex closure of acquired skin and soft tissue for a length measuring approximately 35 cm¿ on (B)(6) 2019.